Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the device was deployed; however, the needle plunger and foot would not retract. A cut down, vessel incised and the puncture site enlarged, was performed in order to remove the proglide device. The proglide device was noted to have broken from the guide but was held together by the actuator wire and the foot was still attached to the device. The proglide device was pulled out as one piece. Manual compression was held until the patient arrived to the operation room to repair the vein. The patient was already under general anesthetic. Surgery went well, hemostasis was achieved via surgical suturing. The mitraclip procedure was aborted. There was no reported clinically significant delay in the procedure or therapy. User facility medwatch report received that states: "perclose placed in right femoral vein. Device malfunctioned and was unable to be retrieved. Vascular surgery was required to remove the device, upon removal, perclose device is broken just above the foot, where the metal piece joins into the plastic sheath. Mitraclip insertion was canceled and patient subsequently discharged to ICU in stable condition." No additional information was provided.